Manufacturer narrative:
The product was not returned for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model because the pt had weak zinn's zonules. Additional info has been requested.